Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has blurry near vision. He stated his distance vision is good; however, he cannot read any fine print or in low lighting. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Attempts have been made to obtain add'l info. (B)(4).